Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product. Unknown articular surface. Unknown tibial tray. G2- canada. G2- greenberg, a., braunstein, d., abughaduma, n.r., gross, a., safir, o., kuzyk, p., wolfstadt, j., backstein, d. (2025). Survivorship and complications in revision total knee arthroplasty with a constrained condylar knee implant: a minimum 10-year follow-up study. The journal of arthroplasty, volume 40, issue 12, 3240 - 3245. Doi: 10.1016/j.arth.2025.05.088. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported through a journal article that twelve knees implanted with a constrained condylar knee system in revision total knee arthroplasty were subsequently revised due to infection. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g2, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.